Manufacturer narrative:
A review of the device history record (DHR) for the involved dialysate sack lot was conducted which confirmed the product met all quality criteria and manufacturing specifications prior to release. There is no evidence to suggest that a product malfunction occurred. The user guide provides instruction to maintain aseptic technique and warnings to follow instructions provided to prevent the risk of exposure to infectious diseases. Biocompatibility of the device has been established.

Event description:
A report was received on (B)(6) 2019 from the caregiver of a (B)(6) year old male with end stage renal disease, anemia, and diabetes who experienced numbness in his arm, a burning sensation, and shivers 40 minutes into standard home hemodialysis treatment on (B)(6) 2019. The patient was taken to hospital where blood cultures showed no growth. Prophylactic antibiotics (nos) were administered, symptoms resolved, and the patient was discharged (B)(6) 2019.